Manufacturer narrative:
An ep-fit plus offset impactor tip (art. No. 75102451) was reported to be fractured inside the patient during a thr procedure. All pieces were removed from the patient, no injuries or surgical delays reported. It is unclear if the reported article number is correct. The complaint device, used in treatment, was not returned for investigation. From a picture provided by the customer, it could be seen that the tip of the device was fractured and broken off. As the lot number of the affected device is unknown, the complaint history review and production documentation review could not be performed. The current IFU (lit. No. 12.23, ed. 05/16) describes that the functionality of the surgical instruments should be checked prior to use. The use of damaged instruments may lead to early failure of the implant such as fracture of the instrument. If the instrument was damaged, this failure should have been detected and the instrument needed to be replaced before use as part of the preoperative preparation. Since the complaint device was not returned for investigation, this assumption cannot be confirmed. As this failure of the instrument is observed for the first time, the severity and failure mode will be covered through the next update of the risk management file. Smith and nephew has not received device/adequate materials to fully perform the medical investigation of the complaint, but if additional clinically relevant materials are later received, then the case will be re-opened for further evaluation. Based on the conducted complaint investigation, the root cause could not be determined conclusively due to insufficient information. Should additional information or the complaint device become available, the complaint investigation will be reopened. No further actions are deemed necessary at this time. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that during a thr procedure, dr. Was using the double offset impactor to implant the shell when the offset impactor tip broke inside the patient. All pieces were removed from the patient. No injuries or surgical delays reported. It is not known how the procedure was finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.